Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016 due to aspiration pneumonia. The cause of death was due to pulmonary issues. The customer also had kidney disease. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected when the customer arrived at the hospital on (B)(6) 2016. The caller stated that the insulin pump was removed by hospital staff. The customer was using sensors but was not wearing one at the time of death. The caller stated that the customer had other medical issues and they don't feel that the insulin pump was related to the customer's death at all. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with no battery installed. The insulin pump had minor scratched lcd window. Data analysis: (B)(6).